Event description:
Champion af study with patient identifier (B)(6). It was reported that a transient ischemic attack occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) with a complete laa seal and deployed device diameter of 23.6 mm. One day post implant, the patient was discharged on aspirin (81 mg/day) and apixaban (10 mg/day). In (B)(6) 2023, 732 days post index procedure, the patient was hospitalized with left sided extremity numbness and facial numbness. Computed tomography (CT) and cardiac imaging were performed, and a transient ischemic attack was diagnosed. The patient was instructed to continue aspirin and begin apixaban. Two days post admittance to the hospital the patient was discharged.